Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.8, lab: 2.6. Date: (B)(6) 2010, inratio: 2.1, lab: 2.0. Date: (B)(6) 2010, inratio: 3.9, lab: 2.7. Date: (B)(6) 2010, inratio: 2.6, lab: 2.0. Doctors recommended therapeutic range: 2.0-3.0 inr. Pt is using a 2.5-3.5 inr therapeutic range. Pt's coumadin dose was decreased on (B)(6) 2010.

Manufacturer narrative:
Investigation pending.